Event description:
The customer reported to olympus the evis exera iii colonovideoscope, bowden cables were worn out. The event was found during reprocessing. The procedure was unknown. There were no reports of patient or user harm associated with this event. The device was returned to olympus for evaluation, and the evaluation found that the jet tube, suction cylinder and air/water tube had foreign material. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations was not confirmed. The evaluation found the following: suction cylinder has foreign objects; because objective lens is shaved, the image has dark area partially; residual liquid or foreign material come out of jet tube; due to wear of angle wire, bending angle in down direction does not meet the standard value; air/water tube has foreign objects; distal end cover has a crack; objective lens has discoloration; light guide lens has a crack; adhesive on bending section cover or distal sheath rubber has wear; and connecting tube has; discoloration; universal cord has discoloration. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device instructions for use document was reviewed. Review showed relevant instruction related to detection of the issue in chapter 3: preparation and inspection. Also, the reprocessing manual provides relevant prevention steps in chapter 5: reprocessing the endoscope. During investigation, foreign material was found at multiple sites on the device. No physical damage was found at the areas where foreign material remained. The root cause of the foreign material was not identified. Olympus will continue to monitor field performance for this device.